Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced pain during contrast computed tomography. It was further reported that after removal of the catheter, a crack was found in the catheter and leakage was allegedly confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surfaces were noted to be granular in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter therefore, the investigation is confirmed for the reported fracture and fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced pain during contrast computed tomography. It was further reported that after removal of the catheter, a crack was found in the catheter and leakage was allegedly confirmed. There was no reported patient injury.